Event description:
It was reported that the "hub" broke off and traveled down into the pt. The clinician was able to retrieve the "hub" via radiology. It was further reported that the nurse gave the device to the pt's husband and at this time the device is unavailable for eval. The sales rep has contacted and he has communicated with the hospital. The purchasing mgr. Is making arrangements for the husband to bring the device to the hospital, so the sales rep can visually exam the device.

Manufacturer narrative:
The device was given to the pt's husband and (B) (6) is unable to receive it for eval.